Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the rdf for this procedure indicated that clotting likely occurred in the product bag due to an occlusion in the ac line, ac bag, ac spike or an unbroken frangible on the acda bag. The signals in the rdf indicated that the ac fluid detector was functioning as intended, as the sensor saw fluid in the ac line during ac prime and at the beginning of the procedure. The system reported that 448ml of ac were used throughout the procedure. An incomplete break of the frangible on the correct connect system may be the culprit of the clotting in the product bag as the customer stated that the operator did not break the frangible of the second acda bag. This likely caused fluid to be consistently present at the ac fluid detector, while restricting flow through the ac line at the same time. The inlet: ac ratio for this procedure was set to 13 and increased up to 17 before being lowered to 10 towards the end of the procedure; therefore, inadequate anticoagulation of the extracorporeal circuit for this patient cannot be ruled out as a possible contributing factor. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in-process. A follow-up report will be provided.

Event description:
Patient's gender and weight were obtained from the run data files (rdf).

Manufacturer narrative:
Root cause: the signals in the run data file (rdf) for this procedure indicated that clotting likely occurred in the product bag due to an occlusion in the ac line, ac bag, ac spike or an unbroken frangible on the acda bag. The signals also indicate that the ac fluid detector was functioning as intended, as the sensor saw fluid in the ac line during ac prime and at the beginning of the procedure. The returned disposable set was examined and confirmed that the frangible was properly broken, and that there was no occlusion in the ac line, the ac filter and the 3-1 manifold that would have impeded the flow of ac.

Event description:
Due to EU personal data protection laws, the patient information and outcome are not available from the customer.

Manufacturer narrative:
Investigation: per the customer, fibrin was observed in the collection bag and clots were observed throughout the collection set post-procedure. The customer stated that they weighed the acd-a (anti-coagulant) bag at 100g and the bag weight was less than a full bag. The customer also stated that the frangible was broken on the acda bag. A spectra optia stem cell collection set with blood warmer tubing attached was returned for the investigation. In addition, two bags of saline were returned along with a terumo bct acd-a bag. Upon visual inspection, it was noted that the access and return needles and the collection bag had been rf sealed and removed. The plasma bag was also observed to be empty. Blood was present throughout the disposable set. The ac check valve was observed to have been assembled correctly and the presence of ac could be seen within the ac line. However, there turned acda pack did appear to still contain a large volume of fluid. The acda bag was evaluated and the frangible was confirmed to have been broken correctly and the ac drip chamber was approximately 3/4 full. The presence of clumping could be observed within the access needle and sample bag manifold. The inlet and return saline roller clamps were confirmed to have been correctly assembled with the inlet saline line in the closed position and the return saline line in the open position. One of the saline bag returned was connected to the blood warmer and still contained a large volume of fluid. The other saline bag was approximately 1/2 full with saline observed within the drip chamber. Clotting was observed with the inlet trap, aps and return reservoir. Further evaluation also observed the presence of further clumping within the channel, collect pump header and blood warmer. The disposable set was also evaluated for any kinks, missing parts or other misassembly and none were found. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that approximately 3 hours into a spectra optia stem cell collection procedure, they received multiple "return pressure too high" alarms. While troubleshooting, the operator was unable to flush the needle line to the patient, therefore, the needle was disconnected from the patient. While the operator attempted to flush the return line from the blood warmer tubing, a 'long' clot was observed. The procedure was aborted due to not being able to clear/resolve the alarms. The patient was disconnected from the procedure without rinseback. Patient information is not available at this time. Patient outcome is not available at this time.